Manufacturer narrative:
Explant due to valve failure was reported. Information from the field indicated that the valve had been in the patient for 30 years. The device was returned to abbott for analysis and the investigation found that there was fibrous pannus ingrowth on the inflow surface that was focally calcified, with mild narrowing of inflow diameter. One leaflet was dislodged and the sewing cuff, butterfly and a pivot guard were damaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not conclusively be determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 1994, a 23mm sjm masters series heart valve w/ teflon cuff was implanted in the patient. The device has been in the patient for 30 years. On the mid (B)(6) 2024, the valve failure was noted in echocardiogram (echo). On (B)(6) 2024, a bio bentall procedure was performed since aortic root has been expanding and pannus was noted to be sticking out to inflow side, the 23mm valve was explanted and a 25mm non- abbott valve was implanted. The procedure was completed with no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Explant due to valve failure was reported. Information from the field indicated that the valve had been in the patient for 30 years. The device was returned to abbott for analysis and the investigation found that there was fibrous pannus ingrowth on the inflow surface that was focally calcified, with mild narrowing of inflow diameter. One leaflet was dislodged and the sewing cuff, butterfly and a pivot guard were damaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not conclusively be determined. Per the information available abbott cannot further speculate on the cause of the fibrous pannus in growth and health impact of the surgical intervention.